Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated none of it seems to be working right. Patient stated when it started out it was working fine patient clarified the handset and the communicator patient stated they have tried 15 times over the last couple of weeks to get it to communicate with the implanted neurostimulators. Patient stated when they charge the ins it works for 5 to 8 minutes and then it turns off and shows pt ins is fully charged. Agent asked when patient last charged the implant patient stated yesterday. Agent walked patient through connecting to his settings and patient verified that therapy is off. Patient turned therapy on and stated that the ins has likely been off so that is why the ins has not needed to be charged recently. The troubleshooting steps that were taken on the call resolved the issue.